Event description:
Not enough info to make this case an adverse event. Family member was unable to get the meter to power off. Meter needs to power off and then power on in order to do a test. Because the meter was not able to power off, family member injected pt with insulin without knowing what blood sugar was. (Unknown if pt is on a set amount of insulin or a sliding scale). Pt ended up having a reaction and was feeling dizzy. Family member took the pt to the hospital where blood sugar was 40mg/dl. Pt was treated with something to drink and some food. Lifescan rep sent pt a new meter.